Manufacturer narrative:
Nellcor puritan bennett will notify FDA when repair is complete.

Event description:
The customer reported that the 840 ventilator stopped cycling. Patient involvement is unknown.